Manufacturer narrative:
Device manufacture date: july 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "implant slider broken" and "slider didn't work" during implantation in right eye. Device discarded. Surgery was completed with backup device.